Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It as reported that the customer had been experiencing low blood glucose levels due to too much insulin and not enough food intake and they had passed out. The customer stated that they had been having discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 55 mg/dl but the blood glucose was between 120 mg/dl and 130 mg/dl. Another time the sensor glucose was 55 mg/dl but the blood glucose was 189 mg/dl. At the time of the phone call, the customer's blood glucose was 150 mg/dl and the sensor glucose was 55 mg/dl. The customer stated that they had experienced sensor bent cannulas. The customer's techniques of usage were according to the guidelines. Only, they were waiting for the alert of meter blood glucose now, and they were advised that they don't have to wait for the alert. At the end of the phone call the customer's blood glucose was 106 mg/dl. Nothing further was reported.